Event description:
During a viabahn procedure in 2005, it was reported that the surgeon had difficulties deploying the device. When pulling on the deployment line, the device partially deployed and became stuck in the pt. The surgeon had to intervene surgically through the axillary artery and open the anastomoses to retrieve the device. The pt's outcome is fine and the device was sent to gore for further evaluation.